Manufacturer narrative:
H3: product analysis part# 5584111. Lot# sw21d010- visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are damaged and it appears that the inner shaft has been disassembled from the stop locking pin being sheared. This is consistent with overload. Inspection of the material hardness confirmed conformance to print specification. H6: updated eval. Code method and eval. Code result post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a screw using a driver in a l1/2/3 plf for a liability due to facet joint cyst even between l2/3 vertebrae and spinal canal stenosis at l1/2/3. It was reported that the tip of the driver broke when the l2 screw was inserted. Hcp had used the driver properly with the sleeve in the locked state, but bone sclerosis was severe and the product broke. The tip of the driver remained in the screw head, but they set a short rod, tightened the set screw, held the rods on both sides with a power grip, removed the mas screw, and removed the remained tip. The event was associated with a patient. There were no patient symptoms or complications as a result of this event. There was no treatment or additional surgery performed as a result of this event, no in-patient hospitalization or prolongation of existing hospitalization was necessary, there was a delay of less than 60 minutes in overall procedure time. This procedure was a revision surgery. There were no were mdt products used in initial surgery (l3/4/5 plif). Date of initial surgery was 16-feb-2021. No further complications were reported/ anticipated.